Manufacturer narrative:
A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Zimmer biomet complaint (B)(4). Patient weight: not provided. Additional PMA/ 510(k) number: k011028, k013227. Summary investigation

Event description:
It was reported that implant was unable to be placed into osteotomy. Implant did not achieve primary stability. Implant size was too small and it was removed. Doctor attempted to place another bigger size implant (tsv6b10) but it was unable to screw it into osteotomy. Implant was also removed. Procedure was unable to be completed and patient was rescheduled for a later date. Tooth location 19.